Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 04066 were returned and analyzed. The data files showed 6 injections were performed with a balloon catheter on the date of the event and 5 injections were performed with another balloon catheter without any issues on the data of the event. The returned files confirmed multiple system notices 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ and 50024 ¿there is a problem with the refrigerant port¿ on the date of the event. Additionally, system notice 11200 ¿there is a problem with the system¿ was triggered on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used for injection. The catheter failed the performance test due to triggering of system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ when connected the catheter to the console. Dissection / pressure testing showed the blood inside the service loop, and a guide wire lumen breach and kink 0.87 inches from the tip of the catheter. In conclusion, the reported system notices were confirmed through data analysis. The balloon catheter failed the returned product inspection due to the guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection and a system notice was received indicating that there is a problem with the system. The consumable products were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.